Event description:
A customer reported an alarm issue with the adc device, when using with mobile application. The customer reported the high/low glucose alarm failed to trigger and customer experienced seizure. There was no further information provided regarding this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. Please note that the customer reported 3 of the same adverse events (seizures) with the adc device. This report covers 2 of the 3 events. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Successfully received high/low glucose alarms on android/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, when using with mobile application. The customer reported the high/low glucose alarm failed to trigger and customer experienced seizure. There was no further information provided regarding this event. There was no report of death or permanent injury associated with this event.